Event description:
It was reported a spectrum pump alarmed for downstream occlusions when no downstream occlusion was present. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.